Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie on drawer 2.2 was stuck. Storage space recovery and manual unlocking attempts failed; all cubies remained stuck while the main drawer opened normally. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keys were mistakenly returned to an unassigned cubie, preventing user access. A technical support specialist mentioned that the field service engineer (fse) assisted with key retrieval and educated customer to return keys to the correctly assigned cubie to avoid recurrence. The system functioned as intended after the field service engineer assisted the customer.